Event description:
It was reported that the customer was hospitalized due to an undefined elevated blood glucose level. Further details and nature of hospitalization were not provided. At the time of the report, further information regarding the event was not available.